Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The force bipolar instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a 0.023¿ offset at the tips. The root cause of bent instrument grips at the tips is typically attributed to mishandling/misuse. Additionally, the force bipolar was found to have a broken conductor wire. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to component failure. The conductor wire was found to have insulation damage. The wires were exposed both within the conductor wire and where the breakage occurred. The root cause of this failure is attributed to component failure. A review of the instrument log for the force bipolar (471405-06/k10220620 0718) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 on system sk3562. The alleged instrument had 6 uses remaining after the last procedural use. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had tissue caught in the wrist area. The procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.